Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: the cause of leaks is mainly attributed to congenital or acquired diaphragmatic defects. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for the hospitalization diagnoses. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) reported they were in the hospital. The patient¿s pd nurse confirmed the patient was hospitalized for pd catheter (not a fresenius product) repositioning. During the hospitalization the patient was found to have a pleural effusion. The cause of the effusion was attributed to a pleuroperitoneal leak. It was unknown if the patient was completing pd therapy or utilizing the liberty select cycler. Additional information was not available.